Event description:
One of the hooks that hold the sling broke. Patient was safe already back in chair. Sling was in proper position the entire time. No one harmed or injured. The device will need to be repaired.